Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that the insulin pump had a frozen display. The customer stated that there was no button response and the time did not progress. The customer also stated that the display was not blank and that a battery out limit alarm occurred but could not be cleared. The customer further stated that the anomaly persisted, even after the battery had been removed for 5 minutes and then 2 hours. Nothing further was reported.